Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, tilted and embedded in the wall of the inferior vena cava and filter prong migrated to heart. The device was removed percutaneously. It was further reported that the detached struts retained in right aorta wall. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and six months post filter deployment, x-ray of kidney, ureter and bladder was performed and it was noted that inferior vena cava filter to be at l3-l4 level. A computed tomography (CT) scan with intravenous contrast performed on same day showed the patient was diagnosed with acute bilateral pulmonary emboli with evidence of right heart strain with a possible filling defect within the inferior vena cava. Around one year later another CT scan of abdomen and pelvis with intravenous contrast was performed which revealed there was an inferior vena cava filter with one of the filter's tynes stretching the medial/left wall of the inferior vena caval wall or penetrates it. Subsequently, the patient experienced cavitary pneumonia and significant hemoptysis where bronchoscopy was done to delineate source of bleeding. Recurrent hemoptysis is noted and bronchoscopy demonstrated clot in right lower lobe. The patient experiences massive hemoptysis and ir arteriogram demonstrated embolization of the right bronchial artery. Three years after performing CT scan an inferior vena cava filter retrieval was performed and inferior venacavogram demonstrates infrarenal inferior vena cava filter in place without evidence of thrombus. The bard g2 filter was removed in 2 parts like the main body and an upper arm. One arm was missing and this arm was unaccounted for and was most likely in the chest. Therefore, the investigation is confirmed for limb detachment. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, tilted and embedded in the wall of the ivc and filter prong migrated to heart. The device was removed percutaneously. It was further reported that the detached struts retained in right aorta wall. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately after three years five months, CT abdomen demonstrated one of the filter's tines either stretches the medial/left wall the inferior vena caval wall or penetrates it. Subsequently, the patient experienced cavitary pneumonia and significant hemoptysis where bronchoscopy was done to delineate source of bleeding. Recurrent hemoptysis is noted and bronchoscopy demonstrated clot in right lower lobe. The patient experiences massive hemoptysis and ir arteriogram demonstrated embolization of the right bronchial artery. Approximately after three years, g2 filter was removed in 2 parts such as the main body and an upper arm where one arm and one fixation hooks was missing. The missed arm was most likely in the chest. Further, CT chest demonstrated an umbrella shaped metal ivc filter, in two pieces, 4.8 cm in length, with each wire measuring less than 0.1 cm in diameter. Minute blood dots attached were noted. Therefore, the investigation is confirmed for limb detachment. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2012).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, tilted and embedded in the wall of the ivc and filter prong migrated to heart. The device was removed percutaneously. The current status of the patient is unknown.